Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant.

Event description:
It was reported that during the implant procedure, the pacing lead needed to be repositioned. The lead was removed and the helix was extended, but it could not be retracted. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.